Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was feeling stimulation and the implantable neurostimulator (ins) was off. The patient noted that the ins ¿would not turn off¿ and this had been going on for a couple of months. The reporter noted that the patient was at 3.50v and did not see the lightning bolt (ins was off). However, the patient still felt stimulation in the lower part of the spine. The reporter was not aware that the patient had fallen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.